Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The sample was subjected to a laboratory bubble point test, during which no leaks were detected possibly due to coagulated blood. The dialyzer was then subjected to a destructive disassembly for further visual examination. A broken fiber was noted at 160 degrees on the non-cavity ID end, approximately 1.0 inch from the potting surface. The other end of the broken fiber was in close proximity and was also potted on the other end of the dialyzer. There was no other damage or irregularity noted on the returned sample. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) and one non-conformance (nc) associated with the production of this lot. However, neither were associated with the reported complaint issue. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The facility administrator for a user facility reported that a dialyzer blood leak occurred immediately after the initiation of a patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak that could be visually observed along the inside of the dialyzer. The machine, a fresenius 2008k machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested negative for the presence of blood. There was no defect or damage seen on the dialyzer aside from the reported blood leak. The patient¿s estimated blood loss (ebl) was approximately 200 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.